Event description:
It was reported that during a pulse field ablation (pfa) procedure for the treatment of persistent atrial fibrillation, a faradrive steerable sheath clear was selected for use. During insertion, air bubbles were observed during flushing of the sheath despite correct irrigation setup, likely due to a malfunction of the anti-reflux valve at the proximal end. The sheath was replaced, and the procedure was completed using another device. No patient complications occurred, and the patient recovered fully.